Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) had an out of specification printed circuit board (pcb) and a corresponding error code in the log. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.